Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the hospital was testing the colibri ii loaner batteries in combination with their colibri hand pieces. During the test, it was noted three (3) colibri hand pieces stopped working intraoperatively, while being used with the colibri ii battery. A technical problem with the battery with serious effect on hand piece is suspected. This is 1 of 4 reports for the same event, (B)(4).

Manufacturer narrative:
Additional narrative: additional evaluation was performed. The report indicates the investigations have shown that the battery meets the specifications. A measurement of the battery's capacity revealed no deviations from the tolerances. The article was found to be in perfect working order. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
(B)(4).